Event description:
It was reported that the ilet user experienced hyperglycemia after eating a carbohydrate-heavy meal and disconnecting from the ilet to enter a hot tub, with blood glucose reaching 386 mg/dl before later returning to 95 mg/dl. Subsequent follow-up indicated the user likely did not announce the meal correctly, and the user reported improved satisfaction after recent education. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed use error related to announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was use error.